Event description:
Email from medtronic received on 04/10/2008 described the following event: location of event: avera sacred heart, yankton, sd. Dr. An aneurx stent graft system was implanted. A reliant balloon was used in the entire graft proximal and distal. Final angiogram showed acceptable results and physician prepared to close the groins. Upon removal of the right introducer sheath, anesthesia alerted the physician that there was a drop in blood pressure. A smaller sheath was then reintroduced into the right common femoral and angiogram performed. This revealed a large amount of contrast extravasation at the external iliac artery on the right. Wire access was then achieved and a reliant balloon was inflated in the distal portion of the aneurx. This controlled the bleeding and the surgeon attempted to place two small covered stents across the ruptured vessel. Neither of these stents deployed properly. The physician believes that it is possible that the first stent, a bard fluency small covered self-expanding stent, may have been deployed partially in the sheath and the second atrium icast small cover balloon expandable stent, was not correctly deployed.

Manufacturer narrative:
Per report from medtronic ave, "the physician elected to place an aneurx 16x8.5 across the ruptured area. This was done without incident. The pt's blood pressure continued to drop and repeat angiogram revealed contrast still outside of the vessel. It was then decided to place one add'l aneurx to occlude the hypogastric artery on the right. This was done and ballooned. Pt continued to deteriorate and angiogram revealed contrast outside of the stent graft. The physician then opened the abdomen surgically and performed emergent conversion to open repair. There was moderate calcification and mild tortuosity. The pt left the or, however did not survive the evening." "The pt is allergic to heparin and a synthetic agent was given. The hospital has only used the synthetic heparin a few times. There may have been a dosing error in the medication. The physician believes that there may have been medication issues which resulted in excessive bleeding due to medication. The pt had greater than 26 units of blood." Atrium response: based on the description of the event, the icast covered stent was used in an off-label manner. Additionally, the physician believed it was possible the icast was not correctly deployed. The device lot history was reviewed and product met required specifications.